Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnostic procedure was completed as planned and the cover on the l-arm fell but is secured by a short chain which prevents it from hitting the patient. There was no reported harm during this event. The ceiling mounted l-arm contains a rotation cover that may potentially be susceptible to falling if a collision between the l-arm and other hospital equipment (i.e., an operating light) were to occur. Although the cover is retained by a safety chain, if a collision were to occur the chain may also detach resulting in the cover falling on the patient, user, or bystander. The philips has initiated a medical device correction (z-0559-2024). After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the l-arm cover almost fell off. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.